Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is complete. As received, the monitor was fully functional. Upon investigation belt sn (B)(4) failed incoming functional testing. As received, the belt was unable to communicate with a test monitor. The cause of the failure was isolated to open yellow (pgnd) and front pulse wires in the trunk cable. The root cause of the damaged wires was unable to be positively identified but is likely due to excessive force on the cable section. There is no indication that the intermittent wire contributed to the event. There is no evidence to suggest that the lifevest caused or contributed to the death. Review of flag data reveals the wire was intact while in use as the belt was able to communicate with the monitor and deliver a full 150j pulse during the defibrillation event. Device manufacture date and usage of device: monitor (B)(4) - reuse. Electrode belt (B)(4) - 01/2011, reuse.

Event description:
A zoll distributor contacted zoll to report that a pt passed away on (B)(6) 2014. Between 22:58:08 and 23:07:00 on (B)(6) 2014, the lifevest detected an arrhythmia 12 times. A review of the ECG showed the rhythm to be sinus bradycardia from 30 to 40 bpm degrading to asystole. The pt received a treatment at 23:08:22 during asystole. Oversensing of small cardiac signal contributed to the false detection. No sustained ventricular tachyarrhythmias were detected. The response buttons were not pressed during the entire event. There is no indication that the defibrillation contributed to the pt death.